Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced two infusion sets with adhesive issues during the event on (B)(6) 2026. The infusion set fell off during use, and the patient experienced high blood glucose levels. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.